Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported on (B)(6) 2017 during sheath insertion on a patient, it was difficult to advance through. Mild sclerosis, tortuosity and calcification were noted in the patient vessel. Replaced intra-aortic balloon (iab) to continue therapy. No patient injury was reported.